Manufacturer narrative:
Concomitant medical products: ddbb1d4 ICD, implanted (B)(6) 2014.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited noise, elevated sensing integrity counter (sic), and high-rate non-sustained episodes. The lead remains in use and physician chose to monitor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted and replaced.